Event description:
This is a report of a patient who passed away coincident with peritoneal dialysis (pd) therapy. The cause of death was unknown. It was reported that the patient was hospitalized for an unrelated indication prior to the time of death. Twenty one days after hospitalization, the patient passed away. It was reported that an autopsy was performed and the results were unknown. It was unknown if pd therapy was ongoing at the time of death or if the patient was connected to therapy when the passed away. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.